Event description:
It was reported that this right atrial (ra) lead exhibited undersensing atrial fibrillation. Atrial fibrillation was observed on intracardiac electrogram. Boston scientific technical services (ts) recommended further review. This lead remains in service. No adverse patient effects were reported.